Event description:
Ous MDR. It was reported that the patient received inappropriate shocks about 23 months after implant. The patient was hospitalized, and the ICD and the lead were subsequently explanted. During the explant, damage to the lead's insulation was noticed in the area of the fixation sleeve. The devices were not returned. The shock caused the patient psychological trauma.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was mos1, and 32 charge processes had been registered. During a visual inspection, a discoloration of the housing was noted. This kind of discoloration can be caused by the formation of titanium oxide on the housing surface of the ICD, due to the strong electrical fields during a shock delivery. This is normal and as expected, and it has no influence on the devices capability to provide therapy. In a next step, the connection system of the ICD was inspected. It was detected that the clamp impression on the threaded pin of the right-ventricular connection was only weakly developed. The memory content of the ICD was checked. The analysis of the available iegms showed interference signals in the ventricular channel, which led to several shock deliveries, matching the clinical observation. The signal sensing of the ICD was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. In addition, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. In addition, the production documents of the ICD were reviewed. All manufacturing steps had been carried out correctly. There is no indication of a material defect or manufacturing error. In summary, interference signals in the right-ventricular channel could be confirmed in agreement with the clinical observation, which led to several shock deliveries. The cause of the interference signals could not be determined during the analysis of the ICD and of the available proximal lead fragment. There was no indication of a device malfunction.